Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown unknown cup lot #unknown, item number: 650-1065, cer option type 1 taper, lot number: 2959061, item number: 650-1055, delta ceramic option head, lot number: 2018120268. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02952. Not returned to manufacturer.

Event description:
It was reported that the polyethylene liner could not be inserted into the acetabular cup. This surgery was finished with backup products. Additional information is not available at this time of reporting.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed based on the return of the product. Visual inspection of the returned liner found it to be in good condition, with no damage or deformity to the locking groove, and overall, free of blemishes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.